Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Information contained in this report was previously submitted through asr on 16-oct-2012.

Event description:
Patient reported left side moderate pain, and side unspecified lump/nodule, with no treatment. Patient reported having experienced "unusual pain, tingling, swelling, numbness or burning of the breast." Side was not specified. This record for the left side. Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional later reported ¿hole, non-specific" and "hole in valve." Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26-apr-2011.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ valve leak and/or damage: not observed. ¿ inflammation/irritation: unable to observe. ¿ lump/nodule: unable to observe. ¿ pain: unable to observe. As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Patient reported left side moderate pain, and side unspecified lump/nodule with no treatment. Patient reported having experienced "unusual pain, tingling, swelling, numbness or burning of the breast." Healthcare professional later reported deflation. Healthcare professional additionally reported ¿hole, non-specific" and "hole in valve." Device has been explanted and replaced.